Event description:
A biopsy was attempted during upper endoscopy procedure. When the 'jaws' on the biopsy forceps where opened, the 'jaws' flew off the end of the biopsy catheter into the patient. The doctor went in with a different biopsy catheter, and removed all visible metal fragments. The patient had no bleeding or other problems related to product malfunction/failure. The endoscopy scope was damaged from sharp edge, and had to be sent out for repair.